Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06717638 that an ar-8500obe burr produced debris. "During the use of the bone shaver blade, several steel filaments came loose inside the joint. It was not possible to remove all the filaments from inside the joint. According to the doctor, there was no impact on the patient and the fragments will only be seen during imaging tests. The package was intact with no damage. There was no increase in surgical time." This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted several steel filaments came loose inside the joint. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.